Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor asr/psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On 7/3/2019, photo evaluation was completed. Upon visual inspection of the picture (left side), the implant appears to be intact. However, no conclusion could be reached as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. No further investigation can be conducted since the sample was not returned. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral breast implant rupture, and bilateral capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr/psr reference number (B)(4). It was reported that a (B)(6) year old female patient underwent primary breast augmentation with a 450cc mentor memorygel breast implant on the right and with 400cc mentor memorygel breast implant on the left and was presented with bilateral breast implant rupture, and bilateral capsular contracture; baker grade unknown. As a result, the patient underwent bilateral explantation and replacement with catalog number: 3503001bc; serial number: (B)(4) on the left side and with catalog number: 3503001bc; serial number: (B)(4) on the right side on (B)(6) 2017. This report is for the patient¿s left-sided device.